Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012617232); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012585685); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012585685); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012617232); product type: 0195-heart valves; product ID evolutfx-26 (k100189); product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the valve shifted and moved up upon release however was not completely dislodged. A second valve was deployed within the malpositioned valve, and an attempt was made to insert and inflate a balloon within the second valve, but the balloon could not be advanced past the malpositioned valve crowns. The procedure was aborted, and the patient required surgical intervention later in the day.

Manufacturer narrative:
Updated: b5, d6b, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the valve shifted and moved up upon release however was not completely dislodged. A second valve was deployed within the malpositioned valve, and an attempt was made to insert and inflate a balloon within the second valve, but the balloon could not be advanced past the malpositioned valve crowns. The procedure was aborted, and the patient required surgical intervention later in the day. Additional information was received that a pre-implant balloon dilation was performed. The patient anatomy contributed to the dislodgement due to a calcium nodule under right coronary cusp (rcc) and the non-coronary cusp (ncc) which extended into the left ventricular outflow tract (lvot). The second valve was implanted but a post-implant balloon dilation was required due to significant paravalvular leak (pvl). The first and second valve were explanted and replaced with a surgical aortic valve.